Manufacturer narrative:
Follow-up #1: date of submission 12/26/2013. Device evaluation: the device has been returned and evaluated by product analysis on 12/09/2013 with the following findings: on examination, the keypad has no visible sign of damage. Testing confirmed the 'up', 'down', 'ok' and 'contrast' buttons are responsive to button presses and are functional. The buttons have spring back and click. Investigation was unable to duplicate the complaint of an unresponsive keypad. Removed keypad cover to check condition of the button contacts and no contamination or any other anomaly was found. The pump was opened to check the condition of the keypad flex and connector. The keypad flex is firmly seated in connector with no signs of damage or contamination visible on flex or connector. Observed the bolus button cover has a hole in it but is functional.

Event description:
The distributor contacted animas on (B)(6) 2013, alleging the up arrow, down arrow and ok keypad buttons were unresponsive to user input. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad button issue remained unresolved with troubleshooting.

Manufacturer narrative:
Initial reporter: (B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.